Event description:
Caller reported pump became hot to touch while it was charging, even though no temperature alarms were recorded. The customer's blood glucose level was not adversely impacted. The customer continued to use the pump for insulin therapy.